Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 289 mg/dl at the time of incident and 271 mg/dl at current time. Customer stated that blood glucose value when admitted to the hospital was 289 to 311 mg/dl. The customer experienced symptoms such as bit of abdominal pain. The customer was treated with insulin pump. Customer also used autmode system. The insulin pump will not be returned for analysis.